Event description:
It was reported that the patient's first pump "only worked 25% of the time." The patient stated that his past two pumps "haven't worked very good" (refer to manufacturer report # 3004209178-2012-09104, for patient's second pump). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). .